Event description:
It was reported that a patient with a tracheostomy tube experienced loss of consciousness following the placement of the speaking valve. The speaking valve was placed while the tracheostomy tube was cuffed because it was not recognized as a speaking valve due to the lack of marking or colors that could differentiate it from a simple filter. The patient fainted that was lasted about 5 minutes as a result of this event. Bronchoscopy sessions were done. Replacement of the tube was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a tracheostomy tube experienced loss of consciousness following the placement of the speaking valve. The speaking valve was placed while the tracheostomy tube was cuffed because it was not recognized as a speaking valve due to the lack of marking or colors that could differentiate it from a simple filter. The patient fainted as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.